Event description:
Caller indicated the relion confirm meter was giving high readings. Had a reading of 149, but she was not feeling well so went to the hospital and they measured again and it was 29 which was a half hour later. Caller stated she went to the hospital because she was not feeling well and told the doctors that her blood sugar was fine according to the meter reading of 149 so doctors did other tests to determine what was wrong with her including CT scans and numerous blood tests. She stated her face started getting numb in her lip and spread from that point on and her right arm went numb and then the left arm so they thought she was having a stroke. Then doctors realized her blood sugar was actually 29 and gave her sugar water to bring it up. She stated ¿she thinks it¿s a blessing that she had to go to the hospital this time because they discovered she¿s anemic and they don¿t know where her blood is going¿ and she has more appointments coming up in the future including a blood transfusion. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips involved in the incident were tested recently and performed to specification.